Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery in a 57 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. It was reported the peel away sheath was left in by the provider in the cath lab. On day 2 of cp support, phone support was provided to intensive care unit staff, who reported the groin site was oozing. There were no changes in the patient's hemoglobin/hematocrit levels. The provider as aware and did not want to pursue additional actions. The patient expired while on support. No additional details are provided. The reported bleeding may occur in the setting of impella cp vascular access and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and anticoagulation. The device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage d.

Manufacturer narrative:
Added: d3 (manufacturer fax). Major bleed/access site adverse event: the cause of major bleed/access site adverse event was unable to be determined as limited clinical details were provided and no product was returned for review.